Manufacturer narrative:
(B)(6). Occupation: product complaint analyst.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump had a "no disposable" alarm. The residual volume was 13.8 at a rate of 2.2 and 84.5ml had been administered. There was no patient injury.